Event description:
It was reported by the customer, that the screen of the cs300 intra-aortic balloon pump (iabp) was intermittently flickering. It is unknown if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and could not duplicate the reported issue. The stm replaced the video receiver, display and display controller to resolve the reported issue. The stm verified proper operation of the display and the unit passed all functional tests, and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported by the customer, that the screen of the cs300 intra-aortic balloon pump (iabp) was intermittently flickering. It is unknown if a patient was involved; however there was no adverse event reported.